Event description:
It was reported that 3 torque screwdrivers are rolling within the system, preventing the devices from completing the final tightening which delayed the case by 30 minutes surgical time. Insufficient force applied to the screw has led to improper screw placement and the need for patient reoperation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #'s 1526439-2014-10634 and 1526439-2014-10636.